Event description:
It was reported, the camera head had a e224 error and possible wire break. The issue occurred during a therapeutic procedure. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
Correction: field e2 - health professional? Should be no. The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failures of e224 error and possible wire break were not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a e224 error and possible wire break. The issue occurred during a therapeutic procedure. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.